Event description:
At the completion of trigger point injection procedure, the needle was removed from the injeciton site and was noted to be broken from needle hub. Pt admitted and had surgery for "incision and removal of metallic foreign body in the right hip area."